Manufacturer narrative:
(B)(4). Physio-control evaluated the device and has been unable to duplicate the reported failure. Physio replaced the power pcb assembly as a precaution and after proper device operation was observed through functional and performance testing, the device was returned to the customer for use. The cause of the reported failure could not be determined.

Event description:
The customer reported that during a patient event, their device was intermittently losing power. The device reportedly had fully charged batteries. No additional information regarding the patient event has been provided. No adverse effects were reported to have been caused to the patient as a result of the reported power issue.